Event description:
Lawyer is claiming for compensation because of metal wear and high co & cr blood ion levels.

Manufacturer narrative:
Products not received for investigation. The complaint was received into the (B)(4) quality department (B)(4) 2011 with notification that no products would be returned for investigation. It was noted that no patient x-ray information was available and that no patient demographics information was provided. Following receipt of the complaint, it was reviewed by depuy bioengineering, with notification received that: I can confirm this is off label use of the head on the liner. However, whilst not advised this has been a long standing practice in the orthopedic community and provided the head was 32mm would be foreseeable misuse. We do not test for this. No mention is made of which stem was used in the prosthesis. (B)(4) complaints database searched on product lot 2799674, 1087949a, bj7bf4000 c43d44000 identified no similar complaints received previously. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.